Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Root cause description: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered before use. The following information was provided by the initial reporter: on aug 15, 2019, hospital used a syringe to match the needle. The needle was clogged and could not be vented during priming.